Event description:
It was reported that the patient was readmitted in (B)(6) 2024. The exact dates were unknown, but the patient was admitted for approximately 4 months for chronic driveline infection with green discharge. They were testing positive for pseudomonas. At the time intravenous antibiotics were initiated, and infection disease (ID) was consulted. Levofloxacin was to be used for 6 months by mouth (po) once the patient was discharged home. The driveline had recently started oozing again after levofloxacin treatment was stopped suggesting relapse. ID was consulted again, and they were awaiting suggestion on future treatment. The patient was currently stable at home.

Manufacturer narrative:
B3: event date has been estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Possible relapse was suggested. The current driveline infection was thought to be a continuation of the initial one.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.